Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the patient got their current implant (they confirmed their previous ins had been replaced due to normal battery depletion), they'd had 3 or 4 times where the implant had gotten overheated and caused pain in their hip and they had to turn the stimulation off to stop it. The patient stated it felt like the implant was getting too hot and that they could feel it warm and that it hurt their whole hip. They stated they'd told the pa about it each time and the pa had told them to wait for it to cool down and then restart it but now the pa told the patient they should call patient services (ps) about it. Ps tried to clarify if the patient meant the stimulation felt like it was burning them because it was up too high and the patient confirmed again that they felt it was the ins that was getting warm. The patient also stated since they got t heir current ins, only program 1 worked for them (and program 7 a little and none of the others) but their stimulation levels had to be really high. Patient services advised the patient to turn the implant off until their managing health care provider (hcp) could look at it to determine the issue. The patient stated "I guess this might be a "bad" one? A malfunctioning device?" Ps redirected the patient to follow up with their hcp. Patient called back regarding ins "burning" and "overheating" as previously noted. Patient also mentioned that ins has "never worked right" in terms of their symptoms. Patient stated they were able to turn ins off after their last call to ps, but had a "heck of a time" getting external device charged. Patient said their ins is currently off. Patient said their hcp is "not willing" to take their word that there is a possibility ins needs to be replaced. Patient said hcp won't call technical services (ts). Patient said they had to keep "turning it up higher and higher" to try to get symptoms relief and then it would "overheat" in their body and their "whole hip" would hurt. Patient stated they "can't use" ins because it has "burned or overheate d" 3 or 4 times as previously noted. Patient stated they have discussed this with hcp. Patient mentioned that for five months they "left it totally off" while they were in ICU. As previously noted patient stated they have tried all programs. Email sent to field staff notifying them of the situation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient was not in the hcp's care while in the ICU. The hcp clarified the statement the device was not working stating in office (B)(6) reported not working right (burning sensation under skin) at implant site. The programmer was not charged - used provider's for interrogation. The issue was not due to normal battery depletion. The cause of the device not working was undetermined. Patient had appointment scheduled for (B)(6) with rep. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient turns their implant off all the time. The patient told them that their exercise bike is what is causing the site to be tender/painful. They have turned off the device and were scheduled for replacement, but then canceled. They are now scheduled for replacement on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back regarding ins site issues. Patient stated hcp is going to be removing ins on the 11th (assuming of (B)(6) 2024) . Patient stated that the ins area is hurting more and more each day even with it off. Patient repeated information previously noted regarding ins heating. Patient inquired about ins issue. Patient was directed to continue working with hcp regarding their pain.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since the patient got their current implant (they confirmed their previous ins had been replaced due to normal battery depletion), they'd had 3 or 4 times where the implant had gotten overheated and caused pain in their hip and they had to turn the stimulation off to stop it. The patient stated it felt like the implant was getting too hot and that they could feel it warm and that it hurt their whole hip. They stated they'd told the pa about it each time and the pa had told them to wait for it to cool down and then restart it but now the pa told the patient they should call patient services (ps) about it. Ps tried to clarify if the patient meant the stimulation felt like it was burning them because it was up too high and the patient confirmed again that they felt it was the ins that was getting warm. The patient also stated since they got t heir current ins, only program 1 worked for them (and program 7 a little and none of the others) but their stimulation levels had to be really high. Patient services advised the patient to turn the implant off until their managing health care provider (hcp) could look at it to determine the issue. The patient stated "I guess this might be a "bad" one? A malfunctioning device?" Ps redirected the patient to follow up with their hcp. Patient called back regarding ins "burning" and "overheating" as previously noted. Patient also mentioned that ins has "never worked right" in terms of their symptoms. Patient stated they were able to turn ins off after their last call to ps, but had a "heck of a time" getting external device charged. Patient said their ins is currently off. Patient said their hcp is "not willing" to take their word that there is a possibility ins needs to be replaced. Patient said hcp won't call technical services (ts). Patient said they had to keep "turning it up higher and higher" to try to get symptoms relief and then it would "overheat" in their body and their "whole hip" would hurt. Patient stated they "can't use" ins because it has "burned or overheate d" 3 or 4 times as previously noted. Patient stated they have discussed this with hcp. Patient mentioned that for five months they "left it totally off" while they were in ICU. As previously noted patient stated they have tried all programs. Email sent to field staff notifying them of the situation. The rep reported they were meeting with the patient and hcp on friday 8/18. Additional information was received from the patient's healthcare provider (hcp). It was reported that the patient was not in the hcp's care while in the ICU. The hcp clarified the statement the device was not working stating in office aug-09 reported not working right (burning sensation under skin) at implant site. The programmer was not charged - used provider's for interrogation. The issue was not due to normal battery depletion. The cause of the device not working was undetermined. Patient had appointment scheduled for aug-18 with rep. The issue was not yet resolved. Additionally, the cause of the ins overheating was unknown. The issue was not yet resolved as the cause was not yet determined. The patient was encouraged to call patient services. Patient called back regarding ins site issues. Patient stated hcp is going to be removing ins on the (B)(6)(assuming of (B)(6) 2024) . Patient stated that the ins area is hurting more and more each day even with it off. Patient repeated information previously noted regarding ins heating. Patient inquired about ins issue. Patient was directed to continue working with hcp regarding their pain.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.